Event description:
"Dilator wouldn't advance over dwelling .038 guidewire. The wire was removed and replaced with a .035 wire. The same snf system was used to complete the procedure and filter placement was perfect."